Event description:
It was reported that the pressure measurement only measured up to 40mmhg. Another sensor was used and problem was solved.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Rec'd (1) flotrac unit. Dpt functioned intermittently on pressure monitor. Electrical testing showed that output impedance, 354 ohms, was out of specification. A crack was found on the sensor chip (circuit board). The crack ran across or disrupted #2 and 3 traces. Flotrac sensor functioned properly